Event description:
Please note that this report includes information regarding three problematic devices. Manufacturer report # 3005099803-2010-05222 addresses the reported issue with the maxforce dilatation catheter, while manufacturer report # 3005099803-2010-05237 address the wallflex stents. It was reported to boston scientific corporation that a maxforce biliary balloon dilatation catheter was used to try and treat two occluded wallflex biliary stents on (B)(6) 2010. According to the complainant, the patient had two wallflex biliary stents implanted within the pancreas an unknown date (these devices the subject of manufacturer report #s 3005099803-2010-05237). Although the patient did not present with any symptoms and/or complications, they were checked back into the hospital because the two wallflex biliary stents were "clogged up." In an effort to try and clear the blockages, the physician planned to use the maxforce dilatation catheter (this device the subject of manufacturer report # 3005099803-2010-05222). However, prior to inflating the balloon, the catheter of the device got stuck on the struts of the stents; when the physician tried to remove the balloon, the catheter broke 5cm proximally from the balloon. The physician needed to use a pair of forceps to remove the device from the patient; no portion of the device was left within the body. At this time, the procedure was aborted, and the physician plans to conduct a transhepatic exam at a later date. The patient was listed as being in stable condition. The physician added that the stents were not dislocated as a result of this event, and that they did not need to be re-positioned.

Manufacturer narrative:
(B)(4) - non-surgical medical intervention required. (B)(4) - stent blocked/occluded. Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.